Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated that after the fiber optic module ((B)(4)) was replaced, the equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had fiber optic module failure immediately replace with another device. There was no patient injury

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.